Manufacturer narrative:
(B)(4). Method: the mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection of the subject chamber revealed multiple cracks in the chamber dome. An unknown residue was found all over the chamber dome. A lot check revealed no other complaints of this nature. Conclusion: we are unable to determine the cause of the event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the reported problem occurred after the chamber was released for distribution. Our user instructions that accompany the mr290 state the following: maximum operating pressure: 8kpa; use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the mr290v vented autofeed humidification chambers was found cracked after 17 days of use. No patient consequence was reported.